Manufacturer narrative:
The device history records for the reported lot were reviewed. All required testing specifications were met prior to release. There were no abnormalities noted. Device not returned to the manufacturer.

Event description:
A patient (B)(6) was enrolled in the coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2012 the patient was injected with 3.0ml of coaptite, lots 1032138 & 1031015. No adverse event reported. On (B)(6) 2012 the patient was injected with 4.0ml of coaptite, lots 1034173, 1032763, 1032765. On (B)(6) 2014 the patient reported a urinary tract infection. On (B)(6) 2014 the patient was prescribed antibiotic treatment by her primary care physician (name of antibiotic, dose & duration unknown). The physician assessed the event as mild and definitely not device related.